Manufacturer narrative:
One cadd-prizm® vip system was returned in used condition. Visual inspection showed that the pump was in "good" condition. The pump was however inspected by having the cassette attached to it. This action resulted in the pump alarming with a wrong cassette message. The customer's complaint was therefore confirmed. Further investigation of the pump found signs of fluid ingression around the downstream occlusion sensor. Fluid ingression was determined to be the root cause of the customer's reported problem. The downstream occlusion alarm was replaced.

Event description:
It was reported that the cadd-prizm® vip system alarmed, indicating a wrong cassette. No serious injury was reported in connection with this incident.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.